Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty.

Event description:
It was reported in a journal article that 1 case of pes anserine bursitis (local tissue irritation).